Manufacturer narrative:
The attached user facility report ((B)(6)) was received from the intermacs registry. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of low battery hazard alarms, pump stoppages, and low flow hazard alarms was confirmed based on the manufacturer¿s review of the patient¿s log file submitted for analysis at the time of the event; however, a root cause for the event could not conclusively be determined. As per the instructions in the information for use (IFU), the system controller was exchanged to the patient¿s back-up and no further related events were reported to the manufacturer. A correlation between the system controller that was exchanged and the reported event could not be determined as the device was not returned for analysis (reference MFR report # 2916596-2013-01077). In addition, the manufacturer was unable to review the device history records as the hospital was not able to provide the serial number of the system controller. The patient handbook describes all alarms on the system controller and what actions should be performed when they do occur. The handbook also contains important warnings pertaining to pump stops and describes battery gauge monitoring. Based on the information available to the manufacturer, a correlation between the pump and the reported event could not be determined. It appeared that no further issues occurred after the system controller was exchanged. The pump remained in use supporting the patient for approximately 5 months until support was subsequently withdrawn due to an unrelated event (reference MFR report # 2916596-2014-01426 for the report on the patient death). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report ((B)(6)) from the intermacs registry. The reporter indicated that the patient went into the emergency room with a low battery alarm. While the battery was being exchanged the patient experienced a loud constant alarm. Device interrogation revealed the pump was off less than 1 minute and low flow events. The system controller was exchanged with the patient's backup system controller. The patient remains ongoing.